Event description:
Fingers blistered when customer used the lancets. Relative pricked their finger with a lancet with the same result. A request was made for the return of the suspect device and replacement product were sent.